Event description:
It was reported that the pt has complained of variable hearing since his activation in (B)(6) 2011. In (B)(6) 2011, he was seen in the clinic and testing revealed a high ground pain impedance and many high channels. The audiologist was able to apply gentle pressure to the implant side and resolve the issue. At that time there was a return to normal impedance and has since continued to show normal levels. Within the past five days the pt noticed a decrease in hearing. During a check at today's appointment on (B)(6) 2012, there was found high ground path impedance with many short circuits. The audiologist was unable to resolve the issue with pressure.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.